Manufacturer narrative:
The investigation of positioning issues has been completed. Product was not returned for review. Based on clinical description, the root cause of positioning issue was most likely use related since the pump pulled out of the left ventricle (lv) upon peeling away sheath.

Event description:
The complainant reported that when removing the peel away, the impella cp went out of the aortic arch. Reinsertion was unsuccessful so another impella cp was placed and the patient remained stable.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.